Manufacturer narrative:
(B)(4). Additional information indicates the cause of this peritonitis event was related to use error/break in aseptic technique due to patient (pt) not wearing a mask while performing peritoneal dialysis therapy (pd). However, the devices involved in the incident were unknown. On an unreported date, pt began treatment with dianeal low cal ambuflex, intraperitoneally, (ip) 3.0l for each of 4 exchanges, with a last fill of 2.5l extraneal ambuflex for pd. On an unreported date, the pt began treatment for the peritonitis with gentamycin ,ip (dose, frequency unknown) and tygacil , ip (dose, frequency unknown). On an unreported date the pt experienced a break in aseptic technique described as not wearing a mask while performing pd therapy. On an unreported date, the pt was re-trained in aseptic technique for pd therapy. At the time of this report pd therapy was ongoing. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. A batch review was conducted for the potentially associated lot number h12k18022. No exceptions were observed that were related to the reported condition. (B)(4).

Event description:
This is report 1 of 3. This is a report of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Action taken with dianeal therapies were not reported. The patient was hospitalized for the event. It was unknown if a peritoneal effluent culture was preformed. The cause of peritonitis was due to the flu. Treatment was not reported. The patient recovered from this peritonitis event.